Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 281 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to loose/protruded drive support disk. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, rewind, basic occlusion test and displacement test. Unable to verify compromised force sensor system alarm or perform the no delivery test due to motor error alarm. Motor passed motor test. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.